Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the tear marks inside the biopsy channel and cracked bending section cover led to piece of wire sticking out of biopsy channel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there is a piece of wire sticking out inside of the biopsy channel of the subject device. The issue was identified at the time of set up. There were no reports of patient involvement.